Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of p waves during atrial fibrillation. The ra lead remains in use. No action taken as sensitivity settings were already sufficient. No patient complications have been reported as a result of this event.